Manufacturer narrative:
The pod was received undeployed. The download data from the pod showed that the pod had been deactivated by the user at the end of first prime. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. Because the device did not complete second prime the device was not deployed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.